Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: h3, h4. The device was returned to olympus for inspection, and the reported failure of the front panel of the subject device was confirmed. In addition, a reportable malfunction of fluid present in the channel was identified during the device evaluation. Based on the results of the investigation, the probable cause of this malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the front panel of the subject device was broken. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.